Manufacturer narrative:
(B)(4). Method: the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown ml. Flow rate: unknown ml/hr . Procedure: reverse total shoulder arthroplasty with open biceps tenodesis cathplace: unknown. A report was received stating the pump emptied too fast despite being set at a designated flow rate. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
(B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 400 ml. Flow rate: 6 ml/hr. Procedure: reverse total shoulder arthroplasty with open biceps tenodesis. Cathplace: interscalene block. Additional information received stated the fast flow incident was noticed by the anesthesiologist when the patient was in the hospital. The patient's condition was not affected by the incident. The pump was used under room temperature, carried below the catheter insertion site and under patient's clothing. The pump was filled and started on (B)(6) 2015. The infusion was ended on (B)(6) 2015.